Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to patient experienced discomfort and pain at the pocket area, patient was also experiencing intense shocks that he would receive randomly throughout the day. Patient is doing well during post-op, reported procedural pain. The explanted device will not be return as it was kept by facility.